Event description:
It was reported that the device was explanted due to premature battery depletion. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was explanted due to premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary testing revealed a no telemetry and no output condition. Further analysis determined that this condition was the result of a leaky tantalum capacitor which is part of the circuit that generates the voltage within the device and is located on the circuit board. It was reported that the device was explanted due to premature battery depletion. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination component/subassembly failure capacitor (ceramic chip) device was out of specification in a manner that relates to event premature eri (elective replacement indicator).